Event description:
Philips received a complaint on the heart start mrx defibrillator monitor stating that the device did not turn on when moving the control knob. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heart start mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time.